Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101500-femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 standard offset-60819299. 00620005622-shell porous with cluster holes 56 mm o.d.- 60947319. 00625006535-bone screw self-tapping 6.5 mm dia. 35 mm length-60952882. 00625006540-bone screw self-tapping 6.5 mm dia. 40 mm length-60918150. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02908. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location is unknown.

Event description:
It was reported patient underwent a right hip revision approximately 13 years post implantation due to pain, bursitis, limp, elevated metal ions. During the procedure the surgeon reported altr, pseudotumor, metallosis, with corrosion and muscle tendon ruptures. Head and liner were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.